Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The following damaged devices were found by a physician upon opening the package. No patient consequence was reported. (1) needle was bent. (1) tubing was torn.